Event description:
It was reported that during a procedure, the user removed the entire probe and marker to discover no marker was in biopsy site based on stereotactic images taken. The doctor re-entered the breast with the same probe to deploy a second marker. They reported experiencing force in deploying the second marker and resistance was met. The user removed entire system to discover no marker was deployed with second marker. A third marker was used. Due to resistance, the user forced the plunger and removed the device to discover the tip of the third device was removed and in the patient. The account reported the pathology report was negative and the patient will be scheduled for surgery to remove the tip. Additional information was received from the sales rep that reported the account related the events involved in this report to user error and not product error. Spoke to the account on (B)(4) 2012 and the patient had surgery to remove the tip on (B)(6) 2012 and is doing fine at this time.

Manufacturer narrative:
A biocompatibility letter was sent as requested by the user. The device was not returned for analysis, which precluded a full investigation and analysis of the root cause. Therefore, the events as described in the complaint could not be duplicated. No conclusion could be reached as to what caused the reported event. However, inadequate alignment of the marker introducer tube to the needle aperture may prevent successful deployment and deformation of the distal portion of the tube.